Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 7. Details of surgery: no primary stability, implant surface not completely covered w/bone, ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding and inflammation. No further patient complications were reported.